Event description:
The customer reported that the t: slim x2 pump battery failed to charge initially. There was no adverse impact to the customer¿s blood glucose level as the issue did not result in a pump shutdown or inability to turn the pump back on. The issue was resolved by using a different charging cable, and the pump successfully charged to 100% with no further assistance needed.